Manufacturer narrative:
(B)(4). Device did not malfunction. Based on the available info, the suspected cause of the burns is skin to skin contact. Skin to skin contact is a known cause for rf burns during mr scanning. The best way to prevent skin to skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore, an accessory set is part of the every mr system delivery containing several spacers and cushions. The instructions for use contain extensive warnings and instructions for pt positioning. This incident is being reporting because the extent of medical attention obtained by the pt could not be determined from the available info.

Event description:
The pt complained of blisters after returning home from being scanned in a mr scanner. The pt complained of blisters on his left hand and left buttock, according to the philips clinical applications specialist, there were "three blisters the size of peas on this hand, but he refused to show the blisters on his buttock". He was positioned by the radiology technician head first, supine, arms by his side, hands touching legs, possible arms touching side of bore. The synergy spine coil was used and no cables were touching pt. Scan survey consisted of: t2 sag, t1 sag, t2 fs sag, t2 ax, and t1 ax. Exam time less than 30min. Sar values are unk. The pt reported that he did feel heat on his buttock, but chose not to use the nurse call button. It was reported that the pt may have visited his company doctor, be no further treatment info is available.